Event description:
Generator analysis was approved and reviewed. Proper functionality of the generator in its ability to provide appropriate programmed currents was verified in product analysis (pa) lab. The device output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed settings. Comprehensive electrical evaluation showed that the generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator. No additional relevant information has been received to date.

Event description:
The patient's explanted generator was received into analysis. Product analysis has not been completed to date.

Event description:
It was reported via clinic notes for the patient's replacement that the patient is having an increase in seizures and their battery is at 8-18%. It was stated the patient has had an increase of frequency of seizures up to 6 a month from 1-2 a month. It was stated the physician is also checking the patient's blood to find if there are any other reasons for the increase. In clinic notes it is stated "please evaluate vns generator 8-18%, frequent seizures, please replace generator as soon as you can". The off time was increased to prolong battery life. Information was received that the patient's device was replaced due to "prophylactic/intensified follow-up indicator (ifi)" reason. The explanted generator has not been received into analysis to date. No additional relevant information has been received to date.